Event description:
It was reported that an ilet bionic pancreas sustained physical damage when the user threw the device against a wall, resulting in a cracked screen and necessitating replacement. Symptoms included no reported adverse health effects. Outcomes included continued diabetes management using a cgm application or receiver while awaiting a replacement device and instructions provided to shut down the damaged device and return it using a shipping label. Investigation included review of return logistics and shipment tracking for the damaged units. Investigation of this device revealed that two damaged devices were linked to a single return shipment that was lost in transit, rendering both units unrecoverable and precluding physical evaluation. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage to the device and loss of the returned devices during third-party shipping.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.